Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The physician advanced the 3.50x16mm promus element stent delivery system (sds) to the target lesion. However the sds was unable to cross. The device was successfully removed and it was noted that stent damage had occurred. The procedure was completed with another device. No patient complications were reported and patient's status is good

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it was indicated that the device would not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).